Manufacturer narrative:
Cloud data was reviewed for the period of 08apr2025-09apr2025. The automated algorithm was found to appropriately adapt the microbolus amounts based on the estimated glucose values from the sensor and any user inputs. The system correctly delivered the user¿s manual basal program while in manual mode. The system was found to be in manual mode at the time of the urgent low glucose values. All boluses programmed by the user were successfully delivered and the system was able to track and change status depending on inputs and outputs. An automated delivery restriction was correctly generated after the system delivered at the maximum automated rate for an extended period and urgent low glucose alerts were correctly generated when blood glucose values were below 55 mg/dl. The system was determined to function as intended.

Event description:
Prestataire reported the day before the incident ((B)(6) 2025), the patient allegedly ate more than what he declared to the controller (nurse mentioned a pizza and some snacks), which led to the hyperglycemia and the maximum insulin being delivered. Due to the maximum insulin being delivered, there was an insulin delivery restriction placed later in the night. The patient was reportedly experiencing hypoglycemia around 5:00 (paris time). Blood glucose levels of 53 mg/dl at 05h08, 42 mg/dl at 05h18 and 60 mg/dl at 05h33. Subsequent symptoms declared by nurse include loss of consciousness, and tight/contracted jaw. The patient's father found the patient laying on the floor convulsing and put honey in the patient's mouth to treat the hypoglycemia (quantity of honey/carbs is unknown). No treatment with baqsimi (glucagon, nasal spray) because, according to the nurse, the patient's mom "panicked" and could not use the baqsimi. Service d'aide médicale d'urgence (samu) emergency medical assistance service intervened at an unknown time. Samu check the bgs (unknown by the nurse). The bgs had "gone back up" at that time, there was no additional medical procedure done by the samu. The patient was not hospitalized. The nurse does not know if the pod was still worn by the patient when the samu intervened or if it was torn off by the parents. The nurse re-educated the patient, with particular regards to counting and declaring the carbs along with the importance of acknowledging the warnings and notifications from the controller. The nurse reports that, in collaboration with the doctor, the basal rate was modified: initially set at 1.2u/hour between 00:00 and 04:00 before the incident, and is now set at 1.1u/hour, and at 0.8u/hour between 04:00 and 09:00. To this day, patient is still using the omnipod 5.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.